Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pt reported to nurse "IV came out." Nurse discovered that clave had come disconnected from IV tubing. Nurses reported this is a common occurrence." As per the customer mw report: outcomes to adverse event: the patient required intervention.